Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left side implant has an odor and patient reported symptoms: swollen face, dry eyes, swollen arms and pain and bilateral capsular contracture, baker grade 4, left side. Capsular contracture date of event: (B)(6) 2024.

Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Left side implant has an odor and patient reported symptoms: swollen face, dry eyes, swollen arms and pain.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10. Sientra received the suspected device from the customer and performed a failure analysis. The device was returned intact and functional with light yellowing. The device weighed 443.2 grams. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.